Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump was stuck on rewind. The customer received an insulin flow blocked alarm. Troubleshooting was declined. Customer's blood glucose level was not reported. The device was not returned.